Event description:
The customer received a blood glucose reading of 126mg/dl on the contour next ez, re-tested on the contour next usb and the reading was 27mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant no adverse event was alleged. The advocate was advised to return the test strips for evaluation. New strips and meters were sent to the customer.